Event description:
Surgeon performed a hip replacement with a bipolar cup. During "range of motion", the surgeon felt that the construct was not stable and changed to a thr. After the surgery, the pivot bipolar was examined, and it was observed that the 28mm femoral head did not move freely within the bipolar insert.

Manufacturer narrative:
Review of manufacturing routers to assure the femoral head was within specifications. The bipolar cup is an ortho development product distributed by omni life science. The femoral head was an omni product.